Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n354543003. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the plastic collet on the catheter connector broke off the connector and "went flying"; it was noted to have come off easily. They were able to obtain another connector from a revision kit. The device system was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.